Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. The balloon was inflated 5 times at 14 atmospheres (atm) respectively. However, during the sixth inflation at 10 atm for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.